Event description:
It was reported that, "surgeon was using the (B)(4) reflex hybrid screw extractor to remove a screw and the tip of the inner shaft broke off in the screw head. The surgeon was able to remove the tip of the inner shaft with a forceps. The rep had another set sterile in the hospital and was able to get another screw extractor out of the extra set. Surgery was only delayed by a couple of minutes."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis and risk assessment. Results: the device was inspected and it was confirmed that the tip did fracture, the tip was not returned. The device history was reviewed and no relevant deviations were reported. There have been (B)(4) previous complaints involving (B)(4) units. Investigations into past complaints concluded that the failures were the result of user-error, ie, over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". There were no reports of adverse consequences to the patient as a result of the instrument breakage. The reflex-hybrid revision driver draw rod tip is made from biocompatible material to mitigate the risk of it potentially remaining in a patient. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft".